Event description:
During remote follow up, post sensed t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed. The patient was stable and continue to be monitored.